Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 03/13/2014. (B)(4).

Event description:
A customer reported during a cataract extraction with intraocular lens implant procedure the cable of the system footswitch presented a bad connection. Surgery was completed using the same footswitch and system with no harm to the patient.